Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer alleged the pump delivered a 13.6 unit bolus without user interaction. Subsequently, the customer's blood glucose (bg) decreased to 37-38 mg/dl. The customer attempted to address bg with consuming glucagon and cereal. The customer was then taken to the emergency room (ER) and was treated with glucagon and sugar packets. The customer was discharged from the ER five hours later with bg of 251-253 mg/dl and in stable condition. Tandem technical support performed a pump system check and found the pump to be operating as expected. The customer reverted to alternate insulin therapy.